Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a defibrillator upgrade procedure, it was noted that the right atrial lead had dislodged. The lead was explanted. The patient tolerated the procedure well and was in stable condition.